Event description:
Additional information received reported no revision date had been set yet.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when measuring impedances ¿xxx¿ was seen instead of impedance values. An x-ray showed that the lead was kinked, and the representative believed the lead needed to be replaced. It was reported that this was the second time the patient would have a revision. It was noted that the patient was taking increased medication because of the pain. Additional information has been requested, but was not available as of the date of this report.